Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with inaccurate delivery from the pump. The reporter stated that on (B)(6) 2014, the patient's blood glucose (bg) was greater than 500mg/dl with large ketones and symptoms of polydipsia, polyuria, extreme drowsiness/difficulty waking up/confusion, nausea and vomiting. Reportedly, there were no pump setting adjustments before or after the alleged event, the patient did not receive any treatment above and beyond usual diabetes care and management and pump use continued. Troubleshooting determined that the bolus and basal totals matched the patient's programmed settings, but that the total daily delivery totals could not be determined. This complaint is being reported for alleged hyperglycemia associated with pump use for which a pump malfunction could not be ruled out.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: there were no alarms related to the complaint noted in the alarm history. The basal and boluses added up appropriately to total the daily doses showing the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be operating accurately and within required range. Product analysis was unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.